Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign material in the forceps elevator and a chip in the adhesive around the light guide lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: mechanical shock such as being dropped or hitting a hard surface. Olympus also confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.